Event description:
The customer reported that an 840 ventilator was inoperable. There was no pt involvement. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was recommended to replace the breath delivery unit (bdu) cpu pcb. Covidien was not authorized to service the device.

Manufacturer narrative:
Covidien reference # (B)(4).